Event description:
Respiratory dept reports that the inhalation water bags with the lot number q2509025 (airlife), are all leaking the water out. When staff open the packaging bag, the water bags themselves are empty or near empty all with this lot number. The outer bags have no signs of damage.